Event description:
A surgeon reported a pt with decreased distance visual acuity following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history record could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/19/2009 and 01/20/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 01/21/2009.